Event description:
It was reported that the patient was unable to power on the ilet device, and customer support intended to have the patient place the device on the charger and attempt a restart via the ilet app before the call ended. Symptoms included no clinical symptoms reported. Outcomes included no impact reported. Investigation included a review of device labeling and user troubleshooting guidance. Investigation of this case revealed no device evaluation performed and that the device had not been made available for assessment. It was concluded that the cause of the failure to power on could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.